Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in this incident, it was determined that all newly registered patients were not appearing on station. A technical support specialist (tss) found that the initial admit discharge transfer (adt) a01 admit message sent from thriveadtrx was missing required fields, including pv1.44 (admit date time), causing the message to fail processing on the es server and placing the patient in an unknown status. Subsequent database review confirmed that only an adt a03 discharge message contained a valid pv1.44, resulting in the server showing the patient as discharged even though they remained admitted. Since pyxis can only process what was received from the host and the faulty hl7 data originated from thrive adt, the issue was escalated, and the customer was advised to have thrive resend a proper admit message. The facility's information technology (it) team has since opened a case with thrive, believed it may be an isolated incident, and confirmed that this pyxis case can be closed. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all newly registered patients were not appearing, with no error messages displayed on the device and the patients also not showing on the server. The customer confirmed that this issue was first noticed earlier in the day, and a sample patient had been added into the electronic protected health information (ephi) link for testing, but the new patient records were failed to cross over to the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all newly registered patients were not appearing, with no error messages displayed on the device and the patients also not showing on the server. The customer confirmed that this issue was first noticed earlier in the day, and a sample patient had been added into the electronic protected health information (ephi) link for testing, but the new patient records were failed to cross over to the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h device manufacture date.